Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon noticed that he had transected the patient¿s right ureter, during dissection deep into the pelvis. The surgeon called for another surgeon to assist and repair the ureter by placing wire and stent. The procedure then converted to open surgery and completed as such. On 07-apr-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information: the csr stated he was present during the procedure. The patient was a white, male in his 40s. The csr stated that the surgeon had transected the right ureter during dissection with a da vinci vessel sealer in the pelvis. The csr stated the procedure was not recorded on video. The csr then provided the surgeon¿s contact number for isi to follow-up. On 07-apr-2020, isi contacted the surgeon and obtained the following information: the surgeon stated that while dissecting in the pelvis, the surgeon did not anticipate the tumor to have been so deep and low in the pelvis. As a result, he accidentally transected the ureter. He confirmed what the csr had reported about a urologist being called in to repair the ureter. Although unrelated to the injury, the surgeon also stated that since the location of the tumor was so low, that an davinci stapler instrument could not reach it, as a result, he elected to switch to a handheld laparoscopic stapler. The surgeon did confirm that there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The whole incident was solely due to anatomical issues secondary to the location of the tumor.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to patient anatomical issues as stated by the surgeon. There was no report or allegation of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. No image or video clip were submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, the surgeon stated the ureter was inadvertently cut due to anatomical issues related to the location of the tumor. The surgeon stated the tumor was lower and deeper than anticipated in the pelvis. The surgeon had stated that he inadvertently injured the right ureter while dissecting the tumor in the pelvis. Although no malfunction occurred, the surgeon elected to switch to a handheld laparoscopic stapler during the procedure and eventually converted the procedure based on the location of the tumor injury to the ureter. The remainder of the procedure continued as open surgery.